Manufacturer narrative:
The root cause of the event was determined to be a defective battery. No updates received from the customer after the device was repaired.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation, but technical support in conjunction with the customer reported the screen-shot of the log files show no battery failure alarms visible on the logs, battery charge percentage is showing 0. The unit showing that it is charging but the batteries was showing only 5% without any alarm.

Event description:
The customer reported while using the bellavista 1000, batteries is at 5% and shown to be charging while on standby mode and connected to mains. Also, no alarms were triggered even if battery is running low. The customer reported there is no patient involvement associated with the event.